Event description:
It was reported that the patient has expired after an implant duration of approximately 1.7 months, due to unknown reasons. Unfortunately, no further details regarding this event were provided. Through follow-up with the health-care provider, a copy of the operative report for 2009 was received. Through the operative report, it was learned that the patient went back to the intensive care unit intubated in guarded but stable condition.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient's registry. Through follow up with the health care provider (via fax), a copy of the operative report was received. Unfortunately, no additional information regarding the reported event was provided. A device history record review is currently in process.

Event description:
According to the report: the device could not be used, as the device was not working properly.